Event description:
Customer reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, after which the malfunction did not recur, and the customer was advised to continue using the pump and to call back if the issue happened again.